Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty in the 95% stenosed target lesion located in a shunt. A 6.0-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.